Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a non-bsc balloon. Next, when a 2.75x32mm taxus liberte stent delivery system (sds) was advanced the shaft broke. The break was located outside the patient and the device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4).